Manufacturer narrative:
The device history review (DHR) of the device confirmed that the device, labeling or packaging meet its specifications when released. Analysis of the returned device revealed that the catheter shaft was noted to be broken. The catheter shaft distal end was also noted to be broken and the distal end was not returned for analysis. The coil was noted to be protruding from the catheter hub. Functional testing could not be performed due to the condition of the returned device. Information available indicated that the microcatheter was confirmed to be in good condition prior to use. The returned device was noted to be broken with a coil protruding from the catheter hub. It is likely that the catheter was damaged during use thus limiting the performance of the device. Therefore an assignable cause of operational context has been assigned to the investigation.

Event description:
Analysis of the returned device noted that the catheter shaft was broken. There were no clinical consequences to the patient reported.